Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 261mg/dl when they work up. The customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. Reportedly, the customer was able to load a cartridge successfully, resume insulin, and addressed bg level with a bolus correction via the pump.